Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that down button was intermittently unresponsive and required multiple presses for two weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be fully intact. The ok, down, up, and contrast keys were fully responsive to testing. The keypad cover was removed and there was no contamination found under the ok, down, up or contrast key contacts. Product analysis was unable to duplicate the complaint. Unrelated to the initial complaint, the display screen had a pinkish contrast and was still legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.